Event description:
Hcp reported per annual device tracking report explant of device due to "pump site infection". No product returned. Follow up with hcp revealed site over patient's pump showed signs of the skin becoming very thin due to ascitic accumulation. Patient receivers dialysis for chronic renal failure. Pump protruded from skin-physician unable to close the opening. Pump had shown signs of infection on 8/2000 - treatment instituted. Pump moved to other side of abdomen on 9/2000 and treatment continued until 2 months later when system was explanted. Infection has resolved after total system explant. Patient is maintained on oral medications.